Event description:
The tech alleged that the brake caster would still swivel when the brake pedal was set. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster to resolve the issue.